Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(4) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual section 12 flags and error messages states the following: if measurement could not be performed because the concentration of the specimen was high. >h the measurement result exceeds the upper limit of measurement (upper limit of measurement of the test file (assay.h)), preventing it from being calculated. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no calculation result is set in the host. Rs232c output (flag). The most probable cause of the reported issue was unknown and could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported that a patient tsh sample result exceeds the upper limit of measurement of the test assay file preventing it from being calculated (>h) on their aia-900 instrument. The sample testing was repeated and the results exceeded the upper limit of measurement twice. The sample was sent to a reference lab for further testing and the result was >150 ulu/ml. The >100 ulu/ml test result was reported and no treatment decisions were made based on the erroneous low result. The test results were sent to the technical support specialist (tss) for review. Upon reviewing of the data the tss confirmed >h patient test results. The low result is probably caused by the hook effect. Customer does not run dilutions; therefore, could not confirm actual results. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
The customer reported that a patient tsh sample result exceeds the upper limit of measurement of the test assay file preventing it from being calculated (>h) on their aia-900 instrument. The sample testing was repeated and the results were >h, 0.03 uiu/ml and >h. The sample was sent to a reference lab for further testing and the result was >150 uiu/ml. The >100 uiu/ml test result was reported. The low test result was not reported and no treatment decisions were made based on the erroneous low result.